Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon. Pancreatitis (including acute) can be developed during balloon implantation period.

Event description:
Balloon hyperinflation with acute pancreatitis. The pancreatitis resolved with the removal of the hyperinflated balloon. The patient was discharged home within 3 days of hospitalization, and his condition is very good. The patient plans to replace the balloon.